Event description:
It was reported that the patient had the leads replaced because they were having some trouble with the system. The revision was done at the time of the battery replacement. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 7435, serial# (B)(4), implanted: 2009 (B)(6); product type programmer, patient product ID 7495-51, serial# (B)(4), implanted: 2001 (B)(6); product type extension product ID 7495-51, serial# (B)(4), implanted: 2001 (B)(6); product type extension product ID 3487a-33, lot# j0107987v, implanted: 2001 (B)(6); product type lead product ID 3487a-33, lot# j0107987v, implanted: 2001 (B)(6); product type lead. (B)(4).